Event description:
A caller reported intermittent occlusion alarms. There was no adverse impact on the customer's blood glucose level. To resolve the occlusion issue, the customer changed the infusion set and cartridge before resuming insulin delivery. Despite addressing the immediate problem, the customer experienced recurring occlusion alarms and reverted to an alternate method of insulin therapy.